Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a calcified, 90% stenotic lesion in the mid lad. No patient injuries or complications were reported. Patient status listed as "fine."